Event description:
Literature: hoederath, p.1, gautschi1 o.p., land1 m., hildebrandt1 g., fournier1 j.y. Formation of two consecutive intrathecal catheter tip granulomas within nine months. Central european neurosurgery [1868-4904] hoederath yr: 2010 vol: 71 iss: 1 pg:39. Summary: this article describes the case of a (B) (6), female, with a history of chronic low back pain who developed two consecutive intrathecal catheter tip granulomas within nine months. Event: the pt was a (B) (6), female, with a history of chronic low back pain. Previous therapies included surgical lumbar laminectomy with nucleotomy l4-5 in 1997 for lumbar disc herniation and subsequent spinal posterior fusion l4-5 in 2003 after persistent low back pain. In (B) (6) 2005, the pt received an intrathecal medication pump following a positive testing phase, after a futile course with analgesic therapy. The initial dosage was 6 mg of morphine 40% per day. Thereafter, the dosage ranged between 5 and 11 mg per day and finally leveled off at 7 mg/day intrathecal morphine. Due to increasing back pain and a new onset of diffuse sensory deficits in both feet, a pump system control with contrast medium was performed in (B) (6) 2006. The system seemed to be obstructed, which lead to the suspicion of a catheter tip granuloma. Pain and sensory deficits declined slightly after bolus application. Thereafter, the pt was discharged home at her own request. MRI of the lumbar spine with contrast was strongly recommended. From (B) (6) 2007 onward, the pt reported progressive low back pain and a diffuse hypesthesia in the right lower extremity and in both feet. An external MRI of the lumbar spine was finally performed at the end of (B) (6). The MRI revealed an intradural extramedullary lesion at the level of t8-9 with cord compression and contrast enhancement. The pts crp, esr, and wbc were all within normal ranges. The pt was taken to the operating room for decompressive laminectomy t9, partial laminectomy t10, and exploration, which at the time showed an approx 1 x 1 x 3 cm mass adherent to the spinal cord, adjacent to the tip of the intrathecal catheter. The postoperative course was uneventful, and the sensory deficits in the right lower extremity and both feet were receded. On physical examination, the pt had no evident motor deficits, but difficulties in controlling the foot flexors and extensors. The pump was filled with normal saline and remained in situ with a minimal flow rate. The further neurological course was stable, yet back pain and now also thoracic pain persisted. Implantation of a new catheter to continue intrathecal medication was decided on because of poor quality of life. See attached literature article.

Manufacturer narrative:
(B) (4). Due to lack of info on the model number of the device it was not possible to identify which number was to be applied. All applicable number's are listed: z-1142-2008, z-1143-2008, z-1144-2008, z-1145-2008, z-1146-2008, z-1147-2008, z-1148-2008, z-1149-2008, z-1150-2008, and z-1151-2008.